Event description:
The customer reported to customer service that her breast pump was making strange sounds, would not change levels and suction was very low. She developed an infection and clogged ducts and was unable to express milk for her baby. A lactation consultant concurred that the pump was not functioning. The customer received this pump on (B)(6) 2012 as a replacement to her original breast pump because her pump was producing low suction and making a banging noise. When the pump was received from the customer and tested, it passed all specifications.

Manufacturer narrative:
Customer service sent a replacement pump to the customer. Attempts to follow up with the customer to get additional complaint information, including medical treatment received, if any, were unsuccessful and are on-going. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The breast pump was returned by the customer for testing/analysis. Evaluation summary: the pump was operating within specifications. Based on the fact that the pump tested to specification, it cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues. Additionally, we will continue to attempt to make contact with this customer to get additional complaint information. Should additional information be received, resulting in new, changed, or corrected information, a follow up report will be filed. The pump was visually examined and the following were noted: pump type: pump in style. Manufactured on 02/14/2012. Transformer was returned with the unit but was not consistent with the transformer that should have been returned with the pump (it was an older model transformer that was likely the transformer the customer received with her original pump). Kit components were not returned with the pump. Vacuum levels and cycle rates were measured. There were no issues noted with the unit. The unit operated within current specified limits.